Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06514. It was reported the pt complained he was having to recharge his ipg too frequently. The pt's ipg was replaced with a different model. Additionally, it was reported that as the neurosurgeon was dissecting the ipg pocket to remove the ipg, he accidentally nicked insulation on the lead. He repaired the insulation by slipping a long anchor over the lead and sealing it down with sutures and a sealant. Impedances were checked postoperative and the results were normal. The pt's new ipg was reprogrammed and effective stimulation coverage was regained. The explanted ipg will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.